Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed. The coroner is also returning the infusion set for analysis. An attempt was made to contact the coroner again to find out if the infusion set was in transit to be returned, but the coroner could not be reached. When the infusion set is returned, full product details, including the exact make and model number, will be provided.

Event description:
The district clinical supervisor in (B)(6) called to report that the coroner in (B)(6) informed her that a customer had passed away. The coroner was contacted, and the following details were obtained: the customer passed away at approximated 13:41 on (B)(6) 2011. The cause of death was diabetic ketoacidosis. The customer had returned from a trip to (B)(6) on (B)(6) 2011 and was staying at her uncle's house, where she was found lying on the floor deceased the next day. An autopsy was performed on (B)(6) 2011, and at that time, the customer's blood glucose reading was still over 600 mg/dl. The coroner noted that when the infusion set was removed from the customer's body, the cannula was kinked. The coroner was not sure what type of infusion set was in use. From the customer's order history, it appears that the customer was likely using either a quick-set infusion set, model number mmt-398 or mmt-396, or a mio infusion set, model number mmt-925.